Event description:
Please see event description below for more details: it was reported that during a routine pacemaker replacement procedure, the right atrial lead exhibited high capture threshold. The atrial lead was primarily used for sensing, so no further intervention was performed. The procedure was completed without any complications. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).